Event description:
It was reported that the device was warm to the touch and would unexpectedly power on/off by itself. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the manufacutring facility and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction: the initial MDR for the user facility information reads: (B)(6). Additional information: the customer device was not returned to physio-control as anticipated. Follow up with the initial reporter found that the biomed was unable to duplicate the reported issue during further testing. Proper device operation was observed and the device returned to the customer for use.